Manufacturer narrative:
This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4).). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6) 2017. This complaint occurred during surgery. Since the bubbles are formed by the cutter during the surgery which can lead to microbial infection, this complaint is concluded as reportable. The investigation showed no bubbles. It is possible that the bubbles may have been caused by the aspiration setting of the eva. In the future, put the setting not on zero please. There is no information that the involved patient was harmed. All available information has been provided. This complaint has now been closed.

Event description:
A report has been received in (B)(6). The report included: I should inform you that we`ve received a complaint about the 8267.vit23 probe from the hospital. The surgeon claimed a lot of air bubbles from the tip of the probe during the surgery. There is no further information available.